Manufacturer narrative:
It was reported to draeger that the ics lost the signal from the m300 and discharged the patient. The ics logs provided were analyzed by draeger engineering and were found to be inconclusive considering the reported problem is reportedly with the m300. Without the m300 logs and additional information necessary to determine a root cause into the reported issue it is not fully understood why this issue occurred and we cannot confirm or deny what was reported to us. Several requests were made for the m300 logs along with the necessary information to conduct a complete investigation. Despite our best efforts, the customer would not allow access to the m300 and further information. This complaint is being closed and if in the future the m300 logs and the information become available a new complaint will be opened to investigate these new materials.

Event description:
The customer reported that the m300 plus made a beep, rebooted a few times and then the patient was discharged on the central. The customer changed the battery and are keeping the device in use. No report of patient injury or death was reported.

Event description:
The customer reported that the m300+ made a beep, rebooted a few times and then the patient was discharged on the central. The customer changed the battery, and are keeping the device in use. No report of customer injury or death was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : device not returned for evaluation.